Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic and the right atrial lead exhibited noise. No intervention was performed and the patient would continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information noted that noise was observed on the right ventricular and right atrial leads causing high ventricular rate episodes. The patient was asymptomatic. The noise was not reproducible in clinic. Programming changes were discussed. No intervention was performed.